Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the avc-x needed to be rebooted. To resolve the issue, the technician rebooted the avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hexavue custom room rack was stuck on the "system ready" screen and not responding. No report of procedure involvement. No report of injury.